Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, patient presented with following pre-op diagnoses, thoracic 2 fracture with instability. For which, patient underwent following procedures, open reduction and internal fixation of t2 fracture. C6 to t5 fusion. Placement of lateral mass screws 3.5x14 at c6 and c7; t1 pedicle screws 4x20mm, t3, t4 and t5 pedicle screws with 30mm x 4.5mm screws at t4 and 35 mm screws at t5. 4. Posterolateral fusion c6 to c7. 5. Use of same site autograft, 5ml of putty, 3ml of cancellous and large bone morphogenic protein. Placement of 2 tapered rods with single crosslink. Intraoperative somatosensory evoked potentials and intraoperative c-arm. T1, t2 and t3 decompressive laminectomy. Per op notes, "lateral masses at c6-7, c7-t1, t2-3, t3-4, and t4-5 were decorticated and surgeon then carefully packed the facet joints with bone morphogenic protein, 5ml of putty and same site autograft." Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.